Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates that the system was explanted due to infection.

Event description:
It was reported that the patient with this right atrial (ra) lead was part of a pocket revision due to infection with sepsis. Moreover, the ra lead was repositioned. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information indicates that the system was explanted due to infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead was part of a pocket revision due to infection with sepsis. Moreover, the ra lead was repositioned. There were no additional adverse patient effects reported. The ra lead remains in service.